Manufacturer narrative:
(B)(4). Concomitant medical products: item#: cp0001591; trnsdrml cmprs spndl collar md; lot#:183740, item#: cp0001590; trnsdrml cmprs spndl md 800lb; lot# 790040, item#: cp0001597; trnsdrml failsafe; lot# 032730, item#: cp0001594; trnsdrml cmprs adapter plug; lot# 032790, item#: cp0001595; trnsdrml adapter end cap; lot# 784950, item#: cp0001596; trnsdrml adapter sleeve; lot# 780730, item#: cp0001598; trnsdrml collar impactor; lot# 999120. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00731.

Event description:
It was reported that a patient who currently has a pmi transdermal compress device implanted approximately 13 months ago, has fallen, damaging the implants. Patient is being considered for revision; however, revision has not occurred at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. As discovered via due diligence and investigation, this patient slipped exiting a movie theatre and fell causing damage to the device and cascading events of myodesis failure and infection. This would occur as the tissues of the skin & muscle stump flap (myodesis) was damaged from the impact of the fall leading to failure and subsequent infection. This information comes via direct correspondence from the patient sme, the surgeon see (B)(4).the device did not fail. There was no instability or malfunction. The device did not cause or contribute to the fall. The device did not cause or contribute to the cascading events of myodesis failure or infection. These events were also not related to the procedure as the initial implantation was (B)(6) 2018.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
The surgeon reports the patient damaged the implant when he slipped exiting a movie theater. The tissue then became infected after sustaining a myodesis failure involving the soft tissue collar.